Event description:
Per the clinic, the patient experienced pain leading to device non-use. Subsequently, the implant magnet was explanted on (B)(6) 2024 under local anaesthetic. A cover screw was then placed on the fixture implant and the site was closed within the same surgery.